Event description:
It was reported occlusion alarms occlured. There was no adverse impact to the customer's blood glucose level. The customer was instructed to disconnect from the site, load a new cartridge, and successfully complete a bolus, with the understanding that the insulin onboard would be affected. Tandem technical support arranged for a one-time pump replacement